Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and the motor error alarm did not recur. The alarm was caused by a connection issue. The customer was hospitalized on (B)(6) 2017 due to a diabetic ketoacidosis. Customer's blood glucose level was 528 mg/dl. His blood glucose level was treated with insulin drip and fluids. The customer was wearing the insulin pump at the time of hospitalization. The time/date were not correct. The device was not returned.